Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. A review of the device history record (DHR) found a nonconformance related to the product; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. As received the ipg had multiple electrodes broken off inside the lower header port. The header material had to be cut away to remove the electrodes from the lower header port. It is unknown what over stress caused the extension to break in this manner. Could not be tested for "getting too hot" due to header material removal. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 days reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) received an scs system including an ipg. It was reported the patient was admitted for an ipg pocket site repositioning. When the physician tried to disconnect the lead from the ipg header, multiple electrodes broke off inside the device header. The extension was removed and replaced with another extension. It was reported that the patient was experiencing overstimulation following the procedure during recharging or programming. A new lead and ipg were implanted. Lot and model numbers of the extension and lead were not provided, only one report can be provided for this issue on the ipg. The explanted ipg was returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.